Event description:
It was reported by the customer that a pyxis medstation system cubie won't open and unable to release the cubie the customer reported that there was malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a piece of foil was connecting the cubie contacts located at the bottom of the cubie tray. A field service engineer conducted a thorough cleaning of foil debris, extracted all cubie trays and pockets, and eliminated foil remnants from both the trays and the bottom of the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.